Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was the connector pin broke off and 'went down into the thing' and won't charge anymore. Pt noticed it probably a week ago where they did not get the battery charged all the way. Pt also mentioned the wire on the black cord pulled out too. A replacement desktop charger was sent out. Pt called back stating their replacement desktop charger has not resolved the issue. Pt stated 'wires came out from the inside and I pushed it back,' but they're still unable to recharge their recharger fully. Agent emailed repair to replace the wireless recharger and informed rep of expected delivery time.

Manufacturer narrative:
H3: product ID 37761 serial# (B)(6) was returned for analysis and found the connector pins at the end of the cable were broken/bent. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.